Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.00/2.00/x049. Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 -12.00/+2.00/x049 diopter implantable collamer lens in patient's left eye on (B)(6) 2015. Excessive vault with significant reduction of indo-corneal angles was noted on (B)(6) 2016. The lens was explanted and was exchanged for a shorter lens. This resolved the problem.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was also clear surgical residue/debris on the product. Visual inspection found the lens to have no visible damage. (B)(4).